Event description:
New information received noted that the patient was in stable condition post-procedure.

Event description:
New information received noted that the right ventricular lead was explanted. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net with sensing noise exhibited by the right ventricular lead. No interventions were reported. The patient was in stable condition.